Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he could not get his blood glucose below the 400 mg/dl range. His blood glucose reached a high of 530 mg/dl. The patient stated that he treated via manual insulin injection; he administered 100 units of insulin on sunday at midnight. His blood glucose decreased to 70 mg/dl by 4am and he treated the impending low blood glucose with soda. However, his blood glucose continued to drop and by 5am the customer's wife called an ambulance. By 6am the paramedics arrived and the patient's blood glucose was 35 mg/dl. The customer was treated and his blood glucose increased to 80 mg/dl by 8am. Troubleshooting did not occur for the high and low blood glucose. The insulin pump was not returned for analysis.